Manufacturer narrative:
Product ID: neu_epidural needle, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory. Device evaluation: analysis of the lead found the lead¿s outer insulation was cut and that the finding was consistent with needle damage. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot #: unknown, product type: accessory. Report source: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead had burrs and that the lead burrs were identified after the lead was in the patient. It was stated that after the puncture was completed, it was found the lead position could not be adjusted during lead delivery. The lead was replaced after the problem was found and the issue was resolved. It was noted that a surgical intervention was required to replace the lead and complete the surgery. The lead issue was considered an out of box issue, as it the position could not be adjusted during the first time placement. There were no further complications reported or anticipated.